Event description:
Description of findings: 1) high-grade stenosis, 95% plus, proximal right internal carotid artery. 2) intraoperative complication of 4 mm linear tear secondary to defective balloon deflation of shunt, approximately 3 cm superior to right internal carotid artery takeoff - repair primarily.estimated blood loss: 2500 cc.complications: a 4 mm linear tear mid right internal carotid artery 3 cm superior to bifurcation primarily repaired with (dictation anomaly) 1400 cc blood loss, felt secondary to inadequate balloondesufflation upon shunt removal.======================manufacturer response for carotid shunt, pruitt f3 (per site reporter)======================manufacturer representative came and removed all remaining shunts from the same lot number.